Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to an alarm heard on their device. Upon interrogation it was noted that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered with fracture, high/undefined pacing impedance, inappropriate therapy, oversensing and elevated sensing integrity counter (sic). That same day, the lead was capped and replaced. During the replacement surgery, the patient's already implanted implantable cardioverter defibrillator (ICD) had setscrew issues. The physician noted that they were unable to engage the new lead into the header. The physician removed the grommet and setscrew, was able to connect the lead and re-install the set screw successfully. Silicone was placed on the header afterwards. The device is still in use. No further patient complications have been reported as a result of this event.